Event description:
This device was explanted due to regurgitation. No further information was provided.

Manufacturer narrative:
Baxter received further information on 03/19/1998 regarding this event. In addition to the initial report of regurgitation, co now knows the following information: "the patient had valve hemodynamic dysfunction, sepsis, endocarditis, a positive culture for staphylococcus, perivalvular leak, vegitation, stapylococcus pneumonia and a urinary tract infection.